Manufacturer narrative:
(B)(4). Clavicle crush damage was noted at 30.0-31.0cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 24.5-25.0cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted under the svc shock coil at 17.0-17.1cm and 20.5-21.5cm from the distal tip. The etfe coating was abraded at these locations, consistent with the field observation of low hv lead impedance.

Event description:
It was reported that an alert for low, out-of-range hv lead impedance was observed. The lead was explanted.